Event description:
Pt was revised due to pain. Intra-operatively found the poly insert was not locked correctly into the tibia and was floating free causing poly wear and osteolysis. The tibia was cemented and well fixed.